Manufacturer narrative:
The reported complaint is confirmed as visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the non-cavity ID end. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure. The dialyzer was subjected to a laboratory leak test where no leak was detected possibly due to coagulated blood present between the non-cavity ID end screw flange and the dialyzer housing. Although no leak was detected, the debris may have caused a channel in the sealing surface and into the polycarbonate threads resulting in the reported leak. Visual characteristics of the debris are consistent with polyurethane/polyethylene silvers. No other debris or irregularities were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. Estimated blood loss was 275cc. The patient had no adverse effects and no medical intervention was required. The patent completed treatment with a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.